Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer on-site. The air gas module was found defective and replaced. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the ventilator alarmed for air supply pressure low. There was no patient harm. Manufacturer ref.#: (B)(4).